Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported the lcd screen on his insulin pump is damaged. She is not sure whether the screen is cracked or scratched. Customer's blood glucose is 125 mg/dl. The location of the damage is on the right of the screen. The device was not bumped or dropped. Customer does not know how the damage occurred. Customer is still able to read the display. She was advised to monitor the device and call back if it gets worse. Nothing further reported.